Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to call back if the malfunction code appeared again and confirmed understanding of the instructions.